Event description:
Implant stryker leibinger screw broke in half. During placement of screws the one-piece 2.0 mm locking screw (grey) size 16 mm (catalog # 50-20516) broke at the shaft. The shaft was already embedded in the mandible and the head of the screw was able to be retrieved. This is a concern because screws are supposed to be titanium and should not break.